Manufacturer narrative:
The initial MDR was filed on 16-sep-2021. Corrected information (08-oct-2021): section g3, date received by manufacturer, for the initial MDR is corrected to 22-aug-2021.

Manufacturer narrative:
The customer contacted siemens to report a falsely depressed lactate (lac) patient sample test result was obtained from an atellica sample handler prime. The customer stated several patients were run and the results released but provided only one sample ID. The repeat test result data was not provided. Quality control materials (qc) were run subsequently and failed. Siemens reviewed the available data and found the qc materials were not run prior to the testing of the patient samples as part of switching to a new reagent pack. The atellica sample handler prime was not properly configured, as per the operator's guide, to run qc on a new reagent pack. The cause of the falsely depressed lactate (lac) patient sample test result was an unintentional use error. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed lactate (lac) patient sample test result was obtained from an atellica sample handler prime. The initial test result was reported to the physician(s). The same sample was repeated on the same atellica sample handler prime and the repeat result was released as a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported issue.